Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('general abnormal bleeding-interpreted as general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), anaemia ("anemia"), vaginal infection ("vag. Infect.-interpreted as vaginal infection"), vaginal discharge ("vaginal discharge discharge-interpreted as vaginal discharge"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problems-interpreted as bladder problems"), urinary tract disorder ("urinary probs.-interpreted as urinary problems"), cystitis ("bladder infection-interpreted as bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems-interpreted as dental problems"), migraine ("migraines"), nervous system disorder ("neuro condit/problems"), psychological trauma ("psych injury"), headache ("headache") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, anaemia, female sexual dysfunction, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, nervous system disorder, weight increased, psychological trauma, headache and nausea outcome was unknown and the vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015. She received treatment for pain, bleeding, bladder problems, utinary problems, psychological trauma, fatigue, gi conditions, hair loss, dental probs., hormonal changes, migraines, headaches, nausea, neuro condit/problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event "injury nos" updated to "'dysmennorhea". New events added- " dyspareunia, apareunia, pelvic pain,back pain, abdominal pain, menorrhagia, metrorrhagia, anemia, genital bleeding, psychological trauma, bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gi condition, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, neurological disorder, weight gain¿. Lab data and reporter details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.